Event description:
Complainant alleged that while attempting to cardiovert a female pt (age unknown), the display went blank with 200 joules selected. The clinician indicated that the pt "twitched", but did not feel that the device delivered the displayed energy of 200 joules. The clinician then selected 150 joules and was able to treat the pt without the device losing display. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction.